Manufacturer narrative:
Product analysis confirmed that the hypotube was broken. The delivery system device with the stent crimped on the balloon was returned for analysis. There was no damage to the tip, balloon, or crimped stent. The hypotube was broken 62cm from the distal tip and there was numerous kinks present on the shaft. Microscopic examination of the material surrounding the hypotube break and kinks did not reveal any inherent material deficiencies that may have contributed to the the reported event. The manufacturing records have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Based on the event description which states that the lesion was very calcified the most probable root cause for this event will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.bsc ID # a00103134/tw # 685956

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a shaft fracture occurred. The 100% stenosed lesion being treated was located in the moderately tortuous, severely calcified mid left anterior descending (lad) artery. The lesion was pre-dilated with a 2.0x15mm unknown manufacturer's balloon. The physician attempted to placed the 2.50x20 mm taxus liberte drug-eluting stent. The stent delivery balloon would not inflate. When the physician withdrew the stent delivery system the shaft was found broken and leaking. The procedure was completed with a 2.50x24mm taxus liberte stent. No patient complications were reported. Patient status reported as "stable."